Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and exhibited high pacing thresholds. This lead was explanted and replaced. The patient was given intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.